Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the patient's medical history includes back and left lower extremity pain and parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient reported increased pain following a fall. The patient's impedances were checked and were within normal limits. No interventions or actions were taken because the patient declined reprogramming. The issue was deemed resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.